Event description:
It was reported that a device experienced system error 322 alarms. There was no patient incident or adverse event reported.

Manufacturer narrative:
MFR ref number: (B)(4). The device was received and evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. However, eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.